Event description:
Additional information was received that the patient had a long standing kidney disease that was not considered to be device related. Due to other co-morbidities and quality of life, the kidney disease was not aggressively investigated or treated. It was noted that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate ii left ventricular assist system, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death and renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was renal failure. Whether the death was device related was not provided. No autopsy was performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.